Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. All three single used loading unit's (sulus) were fully applied and the interlocks were engaged. Microscopic inspection of all three knife blades displayed no damage. The cartridge surface of one of the sulus was cracked. Functional testing was performed which included resetting and reloading all the sulus with staples from a test sulu. The sulus were then loaded into the returned device. The instrument and sulus were applied to the appropriate test media with acceptable results. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon procedure, there was an incomplete staple line. The surgeon had to oversew bleeding staple line complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon procedure, the device was able to fire completely but there a poor staple formation and an incomplete staple line. The surgeon had to over sew bleeding staple line complete the case.